Event description:
Device malfunction: failure to deploy thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure in the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer "locked up and made a grinding" during advancement of the thumb advancer. The sheath did not completely split and the clip did not deploy. The safety release button was used unsuccessfully and the device was removed using counter-traction and an assertive pull per the instruction for use. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be return for evaluation. It has not yet been received.